Event description:
It was reported during the implant procedure that the lead was reportedly was not used, due to high impedance, slow helix extension and high thresholds. A new lead was implanted. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, blood was noted in the helix mechanism on visual inspection. The helix functioned within specification after cleaning.